Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that pc unit was observed with "hot" battery. There was no patient involvement.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device presenting an over-heating battery was not confirmed during testing or a review of the device logs. Initial preventive maintenance tests showed that the device was within specification. Functional testing showed that the device recorded a maximum temperature of 40.9 °c degrees during the charging cycle meaning that the device was operating within specification and did not over-heat. A review of the pcu error log showed that the device only presented attached unit fults, no errors for the suspect pcu were observed. A review of the device event log showed that the last time the device was in use prior to dchu testing was on (B)(6) 2025, there we no programmed infusions observed, only device log requests. The alaris user manual (v12.1) states not to use a device with any damage. Send it to biomedical engineering for repair. An external inspection of the pcu module found no irregularities. An internal inspection found that there was slight fluid ingress observed along the bottom of the front panel and rear case the device had no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pcu module s/n:(B)(6) wo: (B)(4). Please replace battery. Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of the device presenting an over-heating battery was not identified during the investigation. Laboratory testing showed that the device was operating within specification and no fault was found. Note that this report lists imdrf annex a1801, c0601, d15, g04037 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that pc unit was observed with "hot" battery. There was no patient involvement.